Manufacturer narrative:
Return of prod has been requested. Prod and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned prod.

Event description:
Brush became detached from the toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b brush-head, version unk became detached from the toothbrush. No symptoms developed.